Manufacturer narrative:
It has been indicated this device will not be coming back for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient was under anesthesia via orotracheal intubation with a mcivor mouth gag and a catheter to retract the soft palate. The mucosa above the right tonsil was opened with an es pencil using an insulated tip. The tonsil was then removed with the pencil. There was an inferior poly bleeder that was controlled with the suction coagulator. Following this the patient was noted to have a burn at the right oral commissure. Inspection of the suction coagulator and hand control pencil revealed no obvious defect. All disposables were replaced. The left tonsil was removed same as the right with the pencil. Again, there was an inferior pole bleeder that was controlled with suction coagulator. Bacitracin ointment was applied to the commissure burn area. According to the plaintiff, she also received a burn in the throat and these resulted in severe and permanent physical and mental injuries.